Event description:
C-section drape had strike through during a c-section. The adhesive on the drape pouch that collects the fluid failed, which resulted in the fluids being spilled on floor of procedural room and staff.